Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 30.7 months due to the elective replacement indicator (eri). An expression of dissatisfaction was made with regard to device longevity. A guidant cardiac resynchronization therapy defibrillator (crt-d) was subsequently implanted. The device was returned to guidant for analysis.